Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately five weeks post implant of a right ventricular (rv) his bundle lead; it was reported that the lead dislodged. An x-ray verified that the lead was in the right atrium. The rv his bundle lead was removed and replaced with standard rv lead into right ventricular septum. No patient complications have been reported as a result of this event.